Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial#(B)(4). Implanted: (B)(6) 2009. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated that the (patient) pt had a loss of therapeutic benefit approximately 4-5 years after implant and as a result stopped using the device and later had it removed/explanted. Caller stated that they could not get the "rod" out as there was scar tissue built around it. Agent asked caller to clarify "rod" and caller agreed it was the lead. Caller mentioned the pt had a loose screw in their back and the doctor was going in to "clean it up" to try to improve their back issues so they removed the implant and extensions (since the pt was no longer really using the stimulator anymore.) Caller stated they no longer see the doctor that first implanted the device and now the pt no longer has it.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6), implanted: (B)(6) 2009, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-may-16 patltr. The pt reported there was not a device concern that led to the explant of the ins; it just was not providing them with relief. The ins was explanted during a back surgery on september 18, 2015. The pt mentioned that main lead was left implanted due to scar tissue. Pt weight was provided. The pt reported they assume the ins was destroyed after it was explanted; they don't know the status of the explanted ins.